Event description:
A nurse reported that the customer was hopitalized for high bgs. The cause of high bgs was unknown. The customer was in the ICU at the time of call. It was indicated that the customer removed the battery carrier and noticed that the batteries had leaked and there is a white residue on the carrier. Assistance on how to clean the battery contact was requested. The contact stated that she could not provide more info. The nurse will have family member to call the help line once they are available.